Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and noted that there was loc in the threshold test. There were also fusion beats in a pacemaker mediated tachycardia (pmt) episode. It was noted that multiple pmt episodes were noted. The device remains in use. No adverse patient effects were reported.